Event description:
Information received indicates the side rail will not stay latched.

Manufacturer narrative:
The technician found the bolt and nut missing from the siderail latch. He replaced the missing bolt and nut to repair the bed.